Manufacturer narrative:
(B)(4). Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient underwent a revision procedure due to infection. The bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Part and lot number are required to review device history records and nether were provided. Product was not returned so no product evaluation could be conducted. Root cause could not be determined with information available.